Event description:
Related to MFR report #: 2183959-2012-02627. It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical system with intepro lite on (B)(6) 2010, during a revision surgery of a previous mesh implant on (B)(6) 2010. It was alleged that the plaintiff's previous symptoms of abdominal pressure and increased cystocele continued to increase after the elevate was implanted. On (B)(6) 2010 and (B)(6) 2010, the plaintiff underwent add'l surgeries to remove more extruding mesh. The plaintiff continues to experience urinary leakage, emotional distress, severe and permanent bodily injuries and significant mental and physical pain and suffering.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.